Manufacturer narrative:
A CT scan was taken and showed that the left fossa component is not placed in its intended position.

Event description:
The patient's left mandibular component will be removed and revised due to the patient's malocclusion secondary to failed lefort and right sso surgery on the other side.